Event description:
Because of the rk surgery in 1993, I stopped driving at night. In 2013 because of the bright glare from car lights, lighted business signs, street lights, I almost had two head-on collisions on different nights because I could not accurately see the street lane markings because of the glare from the lights. In 2014, I was developing more difficulty working on my business computer screens because of the glare to where finally in 2017, I had to give up my computer and traveling at night business responsibilities which in turn significantly indued my income. I could not drive at night to conduct trainings or do necessary computer work. Along with the problem with glare, my dry eyes issue continues to get worse along with eye pain and terrible headaches. My rk surgeon never mentioned to me that I would eventually have to returned to glasses and that my poor vision would return and that I would experience dry eyes and eye pain. Blade used to make cuts for my rk surgery.